Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case. The event history log revealed a force sensor bridge test error. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the plunger cable and the main board not operating as intended. The plunger cable and the main board were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a failed force bridge test. There was no patient involvement.